Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited oversensing. The physician did not suggest device revision for oversensing only appeared during testing. No intervention was performed. The patient was in good condition.